Event description:
It was reported that after an unspecified da vinci-assisted lung procedure, the patient experienced swelling on the left side and subsequently returned to the hospital. There was concern about a possible air leakage. The patient was diagnosed with subcutaneous emphysema and a new drain was placed. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. Instrument and system log reviews cannot be performed due to insufficient information provided. The event date is unknown.